Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed the ccd module out-of-focus. Based on the result, we concluded that it was caused due to the physical damage applied on the module. In addition, we confirmed that the distal body cracked, the objective lens dirty and the lcb distal cover glass dirty; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.